Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a dark display was confirmed. Upon visual inspection, ventec observed significant physical damage to the exterior of the device as well as multiple internal components which is consistent with the device having been dropped. Ventec replaced both the front and rear case assemblies as well as multiple internal components, ensuring that all connections were properly secured. Proper device operation was then confirmed through functional and performance testing. Based on the information available, it's reasonable to conclude that the likely cause of the reported dark display was physical damage due to user error. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device's display was dark and, as a result, the user was unable to view the icons on the display. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details were provided.